Manufacturer narrative:
Affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9611710,

Event description:
It was reported that the retention balloon was unable to be deflated when attempting to remove the catheter from the patient. It was further reported that "the catheter with the inflated balloon was removed by force." Although requested, no information was provided regarding what other steps were taken to attempt to deflate the balloon prior to removal of the catheter from the patient. There was no reported patient harm. The patient outcome was reported as "stable." No photographs were provided.

Manufacturer narrative:
A photograph was provided depicting the reported complaint issue. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
A review of the last three (3) product monitoring review's for trends indicated no trends for this issue on this product. The historical complaint data from april 01, 2016 to april 30, 2018 was reviewed as it relates to reports for product number mm53120605. A total of (3) three complaints, including this one, were reported. A photo was received but, cannot be evaluated. This issue will be monitored through the post market product monitoring review process. No additional information has been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.